Manufacturer narrative:
The investigation is ongoing. Per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the thv procedure and the use of the edwards thv devices. According to the literature review, and as documented in a clinical technical summary written by ew, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing thv. Risk factors correlating with several patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during thv demonstrated that most procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no significant differences in the frequency of late strokes between thv and avr patients. After thv, there appears to be a more considerable proportion of early strokes occurring < 24 h post-procedure, but thv patients with multiple co-morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that patient factors (gender, age) and the mechanisms listed above may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our edwards affiliates in canada, during a transcatheter aortic valve replacement (tavr) procedure using a 23mm sapien 3 valve via left carotid artery approach, upon initial deployment, the balloon of the certitude delivery system began to inflate only distally although the valve was aligned between the balloon markers, which cause the sapien 3 valve to embolize to the ascending aorta. The decision was made to attempt to inflate and deploy the sapien 3 valve in the descending aorta, but the sapien 3 valve had a flared appearance, still completely crimped in the proximal end. Excessive force was necessary to remove the sapien 3 valve from the certitude delivery system, as it appeared fixed/attached to the delivery balloon, the certitude delivery system was removed. A non-edwards balloon was advanced to expand the sapien 3 valve, yet unsuccessfully as the balloon ruptured within the constrained valve. A second balloon non-edwards balloon was advanced and was able to expand the valve. The valve was partially deployed in the ascending aorta, a guidewire crossed the thv from a peripheral arterial access. The balloon was then re-inflated and repositioned/stabilized the embolized valve in the ascending aorta. A complete second 23mm sapien 3 valve kit was used and successfully deployed in the aortic position. The patient suffered complete left carotid dissection/occlusion, which was noted at the end of the procedure, and most likely was linked to the thv embolization, that required surgical repair. The patient left the hybrid or in stable condition for further examination in the intensive care unit. The patient suffered a stroke and expired two days post-procedure. Imagery was reviewed and the following was observed, the index valve is not centered between the shoulders on the certitude ds, and inadequate crimp profile, as the outflow of the index s3 appears to be partially expanded prior to valve deployment.

Manufacturer narrative:
Update to d9. Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The edwards certitude delivery system was returned for evaluation. A visual examination found no visual abnormalities observed on the certitude delivery system and certitude sheath distal tip compressed/bunched, likely due to withdrawal maneuvers and/or difficulty. Functional testing indicated that inflation/deflation time measurements met specifications. Imagery was provided and revealed the valve does not appear completely centered between shoulders prior to deployment and slightly expanded one outflow side, possibly interacting with the proximal shoulder, only the distal part of the balloon inflated, pushing the valve toward the aorta, and the valve was pushed off the balloon with the sheath. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint. The following instructions for use (IFU) were reviewed: certitude delivery system (canada), the device preparation manual, and the procedural training manual. Based on this review, no IFU training deficiencies were identified. Aortic valve replacement using the s3/certitude system by transcarotid approach is not an indicated use. As there are no specific IFU or training materials related to these types of procedures, the available training materials were reviewed only for information potentially relevant to the device's use. The reported event of inflation difficulty and withdrawal difficulties were confirmed through procedural imagery provided. However, the reported complaint could not be replicated from the returned device. No manufacturing non-conformance was identified during the evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manuals revealed no deficiencies. As reported, "the balloon of the certitude delivery system began to inflate only distally although the valve was aligned between balloon markers, which caused the sapien 3 valve to embolize to the ascending aorta" and "excessive force was necessary to remove the sapien 3 valve from the certitude delivery system, as it appeared fixed/attached to the delivery balloon". As seen during imagery evaluation, the thv was not fully centered between the balloon shoulders prior to deployment and the inflow of the thv was partially expanded prior to inflation and potentially over the proximal shoulder. Per the training manual, "confirm the placement of center marker within optimal initial center marker zone". The thv not being centered and partially expanded/over the proximal shoulder could have led to the proximal portion of the balloon being constrained during inflation, resulting in the asymmetrical inflation of the distal balloon inflating first and pushing the valve proximally towards the aorta, as observed. If the valve was partially expanded and/or over the proximal shoulder, the balloon shoulder may not have been able to retain the thv during inflation, further contributing to the valve moving proximally. It is possible that tracking through the carotid into the aorta led to friction between the anatomy. However, as no difficulty was reported during insertion/advancement, and 3mensio was not provided, this was unable to be confirmed. In this case, available information suggests that procedural factors (valve not positioned in target location prior to deployment, partial expansion of thv prior to deployment) may have contributed to the complaint event. As seen during the imagery evaluation, the valve was pushed off the balloon with the support of the sheath. Evaluation of the returned device also revealed there was compressive damage on the distal end of the sheath. As the valve was partially expanded, the valve profile was bigger which would result in the reported withdrawal difficulty. Available information suggests that procedural factors (withdrawal of partially expanded valve) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.